Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening) inflammatory response and lung disease. In addition, the patient also alleged eye irritation, nose irritation, respiratory tract irritation. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The remstar auto a-flex was returned to the manufacturer for investigation. Evidence of sound abatement foam degradation/breakdown was observed in this device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil observed the following sound abatement degraded foam indications. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Pil was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Missing ui (user interface) knob. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The manufacturer confirmed that there was presence of degraded sound abatement foam. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.